Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance and high thresholds. The lead was explanted and replaced. The patient was doing fine post the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.